Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in lines of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The renal therapy service agent (rtsa) had the patient check the line and saw air in the line of the of the three (3) bags. The rtsa explained the need to start over with new supplies and make sure the line was primed before connecting. There was nothing unusual noticed about the supplies that may have caused the reported condition. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.